Manufacturer narrative:
Following test results outside of cardioquip specifications for water quality, cardioquip recommended that the device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Event description:
Due to yellow discoloration in the device's tubing, cardioquip suspected bacterial contamination and recommended an internal water pathway replacement.

Manufacturer narrative:
During preventative maintenance, photos of the tubing were sent to cardioquip epidemiology by a technician. Due to the yellow discoloration of the tubing, cardioquip epidemiology suspected bacterial contamination and recommended that the device be sent in for an internal water pathway replacement. The customer was notified of the potential contamination and recommendation via email on 08/19/2022. There has been no response to the recommendation as of the date of this report.

Event description:
Due to yellow discoloration in the device's tubing, cardioquip suspected bacterial contamination and recommended an internal water pathway replacement.